Event description:
The customer reported that, during reprocessing, there was poor contact which resulted in no image from the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed that, occasionally, there was no image due to failure of the video cable connectors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon ¿no image¿ occurred due to faulty video connector. However, the specific root cause of the faulty video connector could not be determined at this time. Olympus will continue to monitor field performance for this device.